Manufacturer narrative:
On an unreported date in (B)(6) 2019, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug (intraperitoneal, dose. Frequency and duration were not reported) which was added into dianeal for peritonitis. At the time of this report, the patient has recovered from the event after receiving treatment for about 10 days. Pd therapy was ongoing. No additional information is available.